Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a fault code 1003, which states the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery, which may continue to increase and could disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this device recorded a fault code 1003, which states the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery, which may continue to increase and could disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was explanted. The ecn also states that the device exhibited premature battery depletion. No additional adverse patient effects were reported. Device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
Device explanted.

Event description:
It was reported that this device recorded a fault code 1003, which states the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery, which may continue to increase and could disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was explanted. The ecn also states that the device exhibited premature battery depletion. No additional adverse patient effects were reported.